Manufacturer narrative:
One device was returned for analysis. An occlusion test was performed and the reported issue was duplicated. The cause of the reported issue was due to the worm gear and motor. As a result, the worm coupling, worm gear, and stepper motor were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that there was a grinding noise when operating/missing battery door. The event occurred during preventive maintenance process. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.